Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. The patient underwent the concurrent procedure of a laparoscopic enterocele repair on (B)(6) 2009 during mesh implantation. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, bowel problems, bleeding, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent explant due to pelvic pain, vaginal pain, pain during intercourse, infections, urinary incontinence, retention, leakage, bowel leakage, vaginal bleeding and discharge. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-06407. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06407. The same patient is represented in each medwatch. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat rectocele and two enterocele, and mesh was implanted.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. It was reported that the patient underwent a gynecological procedure to treat rectocele and two enterocele, and mesh was implanted. The patient underwent mesh implantation due to complaints of chronic cystitis. The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that the patient had the concurrent procedures of a laparoscopic-sacral colpopexy with enterocele repair, cystoscopy, salpingo-oophorectomy, and umbilical hernia repair performed during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, bowel problems, bleeding, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent explant due to pelvic pain, vaginal pain, pain during intercourse, infections, urinary incontinence, retention, leakage, bowel leakage, vaginal bleeding and discharge. No additional information was provided.